Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch due to low impedance. The lead was capped and replaced at a later time with no information as to why the lead was capped. No patient complications have been reported as a result of this event.